Event description:
The reporter indicated that the screen of the site's (B) (4) handheld computer would freeze upon interrogation, and added that the event would resolve with a soft reset. The handheld and flashcard were returned to the manufacturer. Product analysis revealed no anomalies with device performance. However, it is known that under certain conditions, this type of screen freeze event can occur with the (B) (4) handheld computer.